Manufacturer narrative:
The investigation concludes that higher than expected vitros na results were obtained from a single vitros performance verifier I fluid tested on a vitros350 chemistry system. The assignable cause of this event could not be determined. Based on the higher than expected calculated sd of the vitros na+ historical quality control results, fluid preparation and fluid handling cannot be ruled out as contributing to the event. In addition, the vitros na+ within run precision test was within ortho guidelines indicating vitros na+ lot 4206-0963-8397 in combination with the vitros 350 system was performing as expected. Patient samples were not affected and there was no allegation of patient harm as a result of this event, however, the investigation could not conclude that patient samples would not be affected if the event was to recur undetected.

Event description:
The customer obtained higher than expected vitros na+ results from a single vitros performance verifier I fluid tested on a vitros 350 chemistry system. Vitros pv I lot n5113 na+ results of 144.1, 144.4, 136.2, 136.5, 152.2, 152.3, 142.3, and 145.5mmol/l versus expected vitros na+ result of 120.8 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report is number one of eight 3500a forms filed for this event, as eight devices were affected. This report corresponds to ortho clinical diagnostics inc. (B)(4)